Manufacturer narrative:
A getinge field service engineer (fse) was already evaluating the unit when the malfunction occurred. The (fse) reported that after replacing the safety disk, the unit did not pass the leak test. The fse replaced the safety disk with another safety disk, and found the unit passed the safety disk leak test.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h10 the following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (The failure analysis and testing dept. Received safety disk with a reported unit failure of failing test #3 of the safety disk leak test. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed safety disk into the cs300 test fixture and tested the safety disk to factory specifications per the cs300 service manual the fat could not replicate the failure experienced by the customer. When the safety disk leak test was performed the result of test #3 was -3mmhg. The factory specification for passing is +-4mmhg. Please see attachment. The safety disk passed testing. Retaining the safety disk in the fat per procedure number (B)(4). Rev.aq.

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in block e1 evemt site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when installing a new safety disc, the cs300 intra-aortic balloon pump (iabp) unit did not pass the leak test.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.